Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The mother stated that she changed the set and received a no delivery during the fill tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to monitor the pump when giving a bolus. The customer will be sent a replacement pump.